Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported the device was used during a hernia repair. It was reported the device was jamming. No other info was available to the rep. There was no consequence to the pt.